Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump's buttons were not working unless pressed multiple times. Customer's blood glucose value was unknown. The insulin pump was louder to rewind and had unexplained random no delivery alarms. Customer declined to troubleshooting. Insulin pump will not be returned for analysis.